Event description:
Epi pen malfunctioned/ it did not trigger/ the needle never released, nor did it click [device failure]. No adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of device failure and no adverse event in a patient (gender, age, and race were not reported) from the united states. The patient's age at the time of experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine injection, auto-injector). On an unknown date, the patient was using twinject (epinephrine injection, auto-injector) (strength, dose, frequency, route, and therapy dates were not reported) for an anaphylaxis emergency. Co-suspect medication, concomitant medication, medical history, concurrent condition, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. On an unknown date, the patient experienced an anaphylaxis emergency and epi pen malfunctioned. The patient pulled the blue tabs as indicated on the label. Further stated that patient jammed the pen into the side of leg, but it did not trigger. The needle never released, nor did it click. Even tried a second time to be sure. Unfortunately, the patient had to dispose of that injector pen and use a different pen. Hence, the patient requested for a replacement for the epi injector pen that malfunctioned. Last action taken with twinject in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device failure and no adverse event was unknown. The reporter did not provide the causality of device failure and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited.

Event description:
Epi pen malfunctioned/ it did not trigger/ the needle never released, nor did it click [device failure]. No adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of device failure and no adverse event in a patient (gender, age, and race were not reported) from the united states. The patient's age at the time of experience was not reported. On 05-jan-2024, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine injection, auto-injector). On an unknown date, the patient was using twinject (epinephrine injection, auto-injector) (strength, dose, frequency, route, and therapy dates were not reported) for an anaphylaxis emergency. Co-suspect medication, concomitant medication, medical history, concurrent condition, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. On an unknown date, the patient experienced an anaphylaxis emergency and epi pen malfunctioned. The patient pulled the blue tabs as indicated on the label. Further stated that patient jammed the pen into the side of leg, but it did not trigger. The needle never released, nor did it click. Even tried a second time to be sure. Unfortunately, the patient had to dispose of that injector pen and use a different pen. Hence, the patient requested for a replacement for the epi injector pen that malfunctioned. Last action taken with twinject in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device failure and no adverse event was unknown. The reporter did not provide the causality of device failure and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 18-jan-2024. New information received includes qa investigation report, attached with this case. On 05 jan 2024, amneal product complaints received a product complaint notification for epinephrine auto-injector strength and lot unknown, ¿epi pen malfunctioned¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿failure to fire¿. A cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging of the auto-injector at phillips. The cpo phillips performed an investigation. The controlled annual product reports from january 08, 2022, to may 29, 2023, were reviewed for deviations/investigations that could have contributed to the complaint. There were no deviations/discrepancies found that may have led to the defect reported by the customer. All in-process and final release criteria were met for all lots manufactured at phillips-medisize. Lot number is unknown; therefore, a complaint history of the lot cannot be completed. No reserve sample testing/review was conducted since the lot and batch are unknown for this complaint. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation. A root cause related to user error could not be determined as details for the reported complaint were insufficient to determine cause, in addition and the complaint sample was not returned for evaluation, as such the reported complaint could not be confirmed. The instructions for use (IFU) were reviewed and there are adequate instructions for administration. As per the pil, ¿put the red tip against the middle of the outer thigh at a 90 degree angle. Press down hard and hold firmly against thigh for approximately ten (10) seconds to deliver the medicine. Only inject into the middle of the outer thigh. Check the red tip. The injection is complete and you have received the correct dose of the medicine if you see the needle sticking out of the red tip. If you do not see the needle repeat steps. The investigation associated with epinephrine injection usp auto-injector strength and lot unknown for the complaint category ¿ failure to fire, for the reported complaint ¿epi pen malfunctioned¿ confirmed the in-process and final release criteria were met for all lots manufactured. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that the lots released to market were manufactured in accordance with approved batch records and specifications. Last action taken with twinject in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device failure and no adverse event was unknown. The reporter did not provide the causality of device failure and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.